Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his sensor reading was off by 100 points all night long and it has been doing it for 3-4 days now. Customer stated that it will hit threshold suspend and it kept saying his blood glucose was 50 mg/dl, but his blood glucose was not low. Customer's current blood glucose level was 160 mg/dl and his current sensor glucose reading was 62 mg/dl. Sensor glucose and blood glucose difference is not within an acceptable range. Customer confirmed his blood glucose with a fingerstick. The fingerstick value was 148 mg/dl. Customer was advised to turn off and reconnect to the old sensor to improve sensor performance. Customer was advised if issues recur to call for further assistance. It was explained that the sensor may be responding to changes in glucose.